Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device was not available for return.

Event description:
During a routine follow up, it was reported to nevro that a patient had acquired an infection. The patient was hospitalized and was given IV antibiotics. The device was explanted. There was no report of further complication.